Event description:
According to facility on (B)(6) 2024 the thumb tab of the syringe broke off while in use.

Manufacturer narrative:
According to facility on (B)(6) 2024 the thumb tab of the syringe broke off while in use. Per the facility there was no patient involvement related to the reported incident. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on (B)(6) 2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.